Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and systemic lupus erythematosus ("lupus") in an adult female patient who had essure (batch no. B34901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included depression, trochanteric bursitis, seizures, spinal column stenosis, vaginal delivery and cesarean section. Concurrent conditions included uterine bleeding, hypermenorrhea, urinary urgency, endometriosis, adenomyosis, tenderness, ovarian cancer, hot flashes, dizziness, menometrorrhagia and nabothian cyst. Concomitant products included ibuprofen since 2015 and tylox (percocet [oxycodone hydrochloride,oxycodone terephthalate,paracetamol]) since 2015. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pain of skin ("skin sensitivity"), urticaria ("hives"), rash ("rashes"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("extreme changes in vision for the worse"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("low back pain"), arthralgia ("hip pain"), pain in jaw ("jaw pain") and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on 27-jul-2015. At the time of the report, the pelvic pain, systemic lupus erythematosus, vaginal haemorrhage, menorrhagia, pain of skin, urticaria, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, back pain, arthralgia, pain in jaw and stress urinary incontinence outcome was unknown. The reporter considered alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pain in jaw, pain of skin, pelvic pain, rash, stress urinary incontinence, systemic lupus erythematosus, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: three coils were noted on the right as well as on the left after the coils were placed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new events "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), skin sensitivity, lupus, hives, rashes, bladder problems, urinary problems or changes, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, extreme changes in vision for the worse, fatigue, low back pain, hip pain, jaw pain, stress urinary incontinence, did not undergo an essure confirmation test" were added. Lot number was added. New reporter were added. Historical and concomitant conditions and medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and systemic lupus erythematosus ("lupus") in an adult female patient who had essure (batch no. B34901-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included depression, trochanteric bursitis, seizures, spinal column stenosis, gravida ii and multiple cesarean sections. Concurrent conditions included uterine bleeding, hypermenorrhea, urinary urgency, endometriosis, adenomyosis, tenderness, ovarian cancer, hot flashes, dizziness, menometrorrhagia and nabothian cyst. Concomitant products included ibuprofen since 2015 and oxycocet (percocet) since 2015. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pain of skin ("skin sensitivity"), urticaria ("hives"), rash ("rashes"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("extreme changes in vision for the worse"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("low back pain"), arthralgia ("hip pain"), pain in jaw ("jaw pain") and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, systemic lupus erythematosus, vaginal haemorrhage, menorrhagia, pain of skin, urticaria, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, back pain, arthralgia, pain in jaw and stress urinary incontinence outcome was unknown. The reporter considered alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pain in jaw, pain of skin, pelvic pain, rash, stress urinary incontinence, systemic lupus erythematosus, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: three coils were noted on the right as well as on the left after the coils were placed. Most recent follow-up information incorporated above includes: on 28-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.